Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, a philips bench technician identified that the device experienced a co2 failure in conjunction with an equipment malfunction message that was displayed on screen. There was no reported patient involvement.